Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 04dec2024, it was confirmed that the issue was resolved by reconnecting the alternating current (ac) power cable. The reconnection returned the device to full functionality and the device was returned to use. In the gfe response from the asp received on 04dec2024, the patient information was stated to be asked for, but unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device unexpectedly shut down. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the authorized service provider (asp) that the display suddenly went black. In a good faith effort (gfe) response from the asp, it was stated that the power cable was found to be loose. This investigation is ongoing.

Manufacturer narrative:
E1:(B)(6).